Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was not returned. The physician did not know the cause of the redness at the pump site. Per the instructions for use of the device, inflammation of skin over the implant area is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent reported that a patient had a pump explant due to increased redness at the pump site. Physician had the patient on antibiotics but didn't want to risk any major complications so decided to explant the pump. Physician did send a sample to be cultured from the explant which later came back negative.